Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the pump was exposed to condensation or humidity. The customer's blood glucose was 133mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.